Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them.

Event description:
In may 2006, the lay-user/reporter contacted lifescan alleging that the patient could not test on a one touch ultra meter due to an "error 5" message. The medical affairs specialist mailed a letter to the patient and reporter in june 2006, since they could not be reached by telephone on two separate days. On an unknown date, the patient attempted to test her blood glucose. But was unsuccessful due to encountering the "error 5" message. In may 2006, at 5:30 am, the patient had symptoms of being "disoriented." The patient administered self-care by eating food and/or drinking a beverage. It would have been helpful to know the following information: when did the patient encounter the "error 5" message, did the patient stop using the meter due to the error message, when did the symptoms develop, and did the self-treatment relieve the symptoms. In addition, it would have been helpful to know what the patient's medication regimen is, if the patient followed the regimen during the time of concern, what meals/beverages did the patient consume on the day of the event, and were the symptoms relieved by the self-treatment. The customer care advocate (cca) noted that the patient was using expired test strips. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion: the patient was unable to test her blood glucose due to the "error 5" message. The patient developed symptoms of "disorientation" and had to treat herself by eating food and/or drinking a beverage.